Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device had a distorted image. This is attributed to a faulty cable unit. The cable had a cut. In addition, the lens gave an image that was slightly off-center but okay to use as is. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device yielded no visual. There is no reported harm to any patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. There was no patient involvement and no procedure involved for this event. The device was inspected and no anomalies were noted. The device was not dropped nor came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities in manufacturing, special adoption, or unevenness. There is no available repair history for this device. I checked the product shipment record, but there was no problem with the device. The damage to the cable is thought to be due to the handling of the user. The instructions for use included in the shipment of the device, has the following statements that can prevent the damage to the cable: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object.